Manufacturer narrative:
Citation: rahhab, z. Et al. Vascular complications after transfemoral transcatheter aortic valve implantation: a systematic review and meta-analysis. Structural heart. (2020) 4:1, 62-71 doi 10.1080/24748706.2019.1694730 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a meta-analysis on vascular complications after the implant of a transcatheter aortic valve (tav). All data was collected from a systematic computerized search in pubmed, embase, and the cochrane library on march 27, 2018. The search identified 24 articles with a total of 14308 patients that met inclusion criteria. The study subjects were predominantly female with a mean age 82.6 years. Approximately 34% of the patients were implanted with a corevalve tav, and 15% implanted with an evolut r tav. The remaining patients were implanted with a non-medtronic tav. No serial numbers were provided. Among all patients, adverse events included: major and life-threatening vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.